Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had noise. Diagnostic testing was performed and the lead settings were stable. The performance of the leads will continue to be monitored and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted: ventricular capture management trend shows average measured threshold varies throughout the record from 0.5 v to 2.5v. The max threshold has been > 2.5 volts for majority of the weeks in the trend data. Concomitant product(s): addrl1 ipg, implanted: (B)(6) 2008. (B)(4).